Event description:
It was reported that the right ventricular lead exhibited noise. No programming changes were made. The patient was stable.

Event description:
Additional information indicates that the right ventricular (rv) lead exhibited high capture threshold and low r-wave amplitudes. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, h1, h6.